Event description:
Facility reported blood leak in f6 dialyzer. Dialyzer changed and treatment reinitiated without further incident. Estimated blood loss 100cc. Hct preincident 44.0%, hct postincident 41.4%. The sample is not available for eval.